Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A surgeon reported that two probes did not work when starting a vitrectomy procedure. The probe was exchanged to complete the case without harm to the patient. Additional information has been requested.